Manufacturer narrative:
The unit had a button error alarm and no button response due to corroded keypad traces. The unit had a minor scratched display window and a broken reservoir tube lip.

Event description:
The customer called in to report a button error alarm. The customer was going to take a shower when the alarm occurred. The customer's blood glucose level was 327 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.